Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab the md inserted the sheath over the spring wire guide into the pt's right femoral artery. As the md tried to feed the intra-aortic balloon (iab) over the swg into the sheath, the iab became stuck. The md used the second swg in the pack and the same situation occurred. As a result, the md requested another arrow iab for insertion. The md inserted the second iab over the existing swg and through the sheath without difficulties. There was no reported pt death or injury. Medical/surgical intervention was not required. The iab therapy was delayed/interrupted for about three minutes. There were no reported pt complications and the pt was transferred to another facility to have a CABG (coronary artery bypass graft).